Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the paperwork sent with the device, the implant was explanted in 2007 due to improper electrode placement, confirmed by CT scan. The patient was reimplanted with a new device.